Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6). Prior to passing, the patient received an inappropriate treatment event consisting of one shock. The patient was in a nursing home and was not conscious at the time of the event. Resuscitation efforts were attempted. At 08:59:46 on (B)(6) 2018, the device detected an arrhythmia. The patient's rhythm was severe bradycardia at 10 bpm with artifact. The device released gel and a treatment shock was delivered at 09:00:22 while the patient was in asystole with artifact. The post-shock rhythm was a-v pacer spikes with failure to capture and intermittent cardiac activity. CPR artifact was seen, which is consistent with the reports of resuscitation. The device was shut down at 09:01:35 while the patient was in atrial fibrillation between 170 and 200 bpm with pacer spikes. The device was removed while the patient was in a life-sustaining rhythm.